Event description:
The orthopedic surgeon at the hospital, gave a call to the sales rep to report the following event : "tomorrow we will be performing a hip revision surgery for a male patient. This patient received an exeter stem in 2010 in the (B)(6) hospital. This exeter implant is broken. When this event happened is unknown." The surgeon mentioned that no trauma occurred and that the patient complained from hip pain since the operation in 2010.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown exeter stem. Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
The orthopedic surgeon at the hospital, gave a call to the sales rep to report the following event : "tomorrow we will be performing a hip revision surgery for a male patient. This patient received an exeter stem in 2010 in the vu hospital. This exeter implant is broken. When this event happened is unknown." The surgeon mentioned that no trauma occurred and that the patient complained from hip pain since the operation in 2010.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. A review of the provided x-ray by a clinical consultant indicated: in this case, the patient¿s age, activity level and lack of proximal support may have been contributing factors to the fracture. As we do not have all the relevant clinical information, however, we cannot determine a definitive root cause a visual inspection was performed as part of the material analysis. The report concluded: the stem broke in fatigue. The fracture initiated from the lateral side of the stem and progressed medially. (B)(4). No material or manufacturing defects were observed during this analysis. The event was confirmed. The exact cause of the event could not be determined because insufficient information was provided. Further information including patient medical records and operative reports are required in order to complete this investigation.